Event description:
It was reported that the right atrial lead dislodged within approximately one week post implant. The lead was explanted and replace d. The patient was enrolled in the (B)(6) study. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 5076-52 implantable pacing lead (B)(6) 2013. (B)(4).